Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported having used the gastrointestinal videoscope on a single patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: d8, h3, h11. This report is being supplemented to provide additional information based on the completed investigation's review of results of third-party testing, the device evaluation and the final investigation. The device was evaluated where a potential adverse event was confirmed; plastic distal end cover was burned. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.